Event description:
It was reported that the device was not working during a procedure. There was pt involvement, but no adverse consequences alleged with this event. There was a delay of 30 minutes in the procedure.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion in the motor assembly and on the bearings inside the rotor.